Event description:
The customer reported via phone call that they received two button error alarms in the past 30 days. It was also found the up and down arrow buttons were hard to press. The customer's blood glucose was 120 mg/dl. The customer stated they exposed the insulin pump to moisture prior to the alarm occurring. It was also found the customer had several cracks around the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Button error alarms were not noted during failure analysis. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, and reservoir tube window and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump was also received with missing end cap sticker.